Event description:
On 11/7/96 co was informed that the user did not unscrew the hemostasis valve from the dilator. It was observed that the valve was not tightly screwed to the sheath hub when the device was removed from the packaging. Once the valve was tightened, there was no further problem and the device was used.